Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 48 mg/dl. The customer declined troubleshooting assistance for the issue, stating that he was at work on his feet all day. He stated that he was able to treat his blood glucose while on the phone and no further assistance was needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.